Event description:
It was reported the patient presented for follow-up in clinic. Upon interrogation, it was discovered the implantable cardioverter defibrillator (ICD) failed to deliver high voltage therapy for ventricular tachycardia (vt) that was incorrectly identified as supraventricular tachycardia (svt) due to discriminators. Programming changes were made resolving the issue. There were no patient consequences.